Event description:
Customer reported that her insulin pump was leaking. The customer's blood glucose was 62 mg/dl. The customer had treated her blood glucose with food. She also reported that the leak was insulin, leaking inside the reservoir compartment. She also stated the leak had started about a month ago. She stated there was no cracks or splits in the barrel of her insulin pump. Troubleshooting found the insulin pump passed the self test. The customer was advised to monitor her insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).